Event description:
The customer reported that the system displayed a communication error message and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All cables and circuit boards were reseated. The system was then found to be operating as intended.